Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and palpitations. The right ventricular (rv) lead exhibited loss of capture on telemetry and high thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.